Event description:
The following was reported to hamilton medical ag: during pm, field tech send device in for further repairs. He was testing after doing a pm and reported that the device is failing the tightness test. Blower was replaced, issue remained. I received the vent and confirmed it was failing the tightness test. It was also failing pressure regulation and the check valve test. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).